Event description:
Same case as MFR's#: 6000093-2004-00544. It was reported that approximately 12 hours after a coronary drug eluting stenting treatment procedure, the patient developed chest pain and EKG changes and was found to have heavy thrombosis at the previously stented site. The physician attempted to cross a heavily calcified 99% lesion in the proximal rca. He initially had a great deal of difficulty crossing the lesion using several guide wires and balloons. He was finally able to cross after an exchange of guide catheters and proceeded to rotational atherectomy with a 1.5 mm burr. The physician then crossed the lesion and performed predilation with a maverick 3.0 x 15 mm balloon twice. A taxus express2 3.5 x 28 mm drug eluting stent was deployed distally and a taxus express2 3.5 x 16 mm drug eluting stent was deployed proximally, covering the ostium. Following postdilation with a quantum maverick 4.0 x 20 mm balloon to 18 atms four times, the angiographic result was excellent with timi iii flow distally with no evidence of edge dissection or residual thrombosis. Two focal lesions of 50 and 60% remained in the mid and distal rca. The physician indicated that the entire rca was heavily calcified making the case very challenging. The patient received plavix pre-procedure and integrilin during the procedure. Approximately 12 hours later, the patient developed chest pain and s-t elevation and was brought emergently to the cath lab for diagnosis and treatment. They were found to have acute closure of the vessel with heavy thrombosis in the proximal segment of the rca just inside where the previously deployed taxus stent was placed. During placement of a temporary pacing lead, the patient experienced ventricular tachycardia/fibrillation arrest requiring defibrillation 3 times. They awoke immediately and did not require intubation. They remained hemodynamically stable with persistent s-t elevation in the inferior leads. Following crossing of the occlusion with a wire, dilation with a maverick 3.5 x 15 mm balloon did not restore flow to the site (timi 0 flow). Rheolytic thrombectomy was performed with an angiojet catheter which restored sluggish flow to the mid-distal rca. Additional dilation with a maverick 3.5 x 15 mm balloon at the site of a 60% distal lesion reestablished flow to the posterior descending and posterior lateral branches. The physician then stented this lesion and a more proximal 80% lesion which appeared to be a ruptured plaque. The distal rca was stented with a zeta 3.5 x 15 mm stent. A 40% eccentric lesion remained; dilation of that lesion did not cause the lesion to yield, however there was good flow to the distal bed. The physician then deployed a zeta 4.0 x 13 mm stent. The angiographic result was good with timi iii flow distally with no evidence of residual thrombosis, edge dissection or slow flow. The patient remained on integrilin infusion and plavix. They had been given heparin during the procedure. The patient is reported to be in good/satisfactory condition.